Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer received lost sensor alarm and was not longer receiving data. The customer's blood glucose level was reported to be 167.4mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer had sensor break. It was reported that the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor. Performed the continuity resistance test and the sensor failed the test. No broken or missing parts were observed during our analysis.